Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 160 to 240mg/dl. The customer reports symptoms of dizziness, lightheadedness and blurry vision. Medical attention is not reported as a result of the actual blood glucose result. States her colon has been over active. Customer states she has tubule renal disease and when her sugar gets to high she has trouble urinating. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 109 mg/dl and 122 mg/dl. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer only had one reading in the meters memory): 1:99mg/dl (B)(6) 2016 09:34 am fasting: yes.